Event description:
Stanley security solutions, inc (shs) received notification from our distributor, (B)(4) indicating that a fall incident had occurred at (B)(6). The issue reported was that the pt left the bed and fell and facility claimed that the bed-check control unit did not alarm. Medical technologies indicated that they retrieved the monitor but that (B)(6) did not keep the pad that was in use at the time of the incident as it had been disposed of, and it therefore could not be returned for testing and eval here at shs. Facility reported on (B)(6) 2011 that the incident occurred on (B)(6) 2011 and that the resident sustained a fractured left hip.

Manufacturer narrative:
On (B)(6) 2011, shs received the bed-check vr monitor model # 72030 (B)(4). Shs also received a bed-check sensormat pad model # 74010 (l/n 031411). However, we cannot be certain this sensormat was used at the time of the incident as (B)(6), according to (B)(4), had reported that the pad had been disposed of. During our inspection of the product, we found the following: the bed-check vr monitor model 72030 (B)(4) functioned according to MFR specs. This is the actual device involved in incident. The bed-check sensormat model # 74010 (l/n 031411) was found to have a mfg defect with internal connection. Facility allegedly disposed of the original mat involved in the incident. Shs has reviewed its internal documents and procedures and has confirmed that l/n 031411 for model #74010 is isolated to this one return. Shs reminded customer to test the product before each and every use with a pt to ensure the equipment is monitoring appropriately per the user instructions.